Manufacturer narrative:
The events implant site infection and implant site abscess are assessed as serious and possibly related - (B)(6) 2014.

Event description:
This spontaneous case was received on (B)(6) 2014 from a physician via (B)(6) and concerned a (B)(6) female pt (approximate age). The pt's medical history and concomitant medications were not reported. On an unreported date, (reported as approximately 12 days ago), the pt was injected with restylane l (hyaluronic acid/lidocaine) at unspecified sites. The dosing details were not reported. The batch number used was 12399 and expiry date was 04/2016. In (B)(6) 2014, (reported as approximately three to four days ago), the pt returned to the office with an infection and abscess at three out of four injection sites on her face. The reporter drained the abscesses, including the one on the pt';s lower eyelid, the pt started a course of doxycycline 100 mg twice daily on (B)(6) 2014. At the time of reporting, the events had improved but were still present. The reporter stated she had never had a pt with this type of response in the 16 years she has been in business and suspects there is an issue with the current batch. No further info was provided. Follow-up info was provided. Follow-up attempt has been made on (B)(6) 2014.